Manufacturer narrative:
This report is for an unknown quantity of unknown cortex screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware explantation due to pain on (B)(6) 2016. The original implant date is unknown. Explanted hardware included one unknown variable angle distal tibia plate and unknown quantity variable angle and cortex screws. All hardware was removed intact. There was no reported surgical delay. The procedure was successfully completed with the patient in stable condition. This report is for an unknown quantity of unknown cortex screws. This is report 3 of 3 for (B)(4).